Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with two carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and issues with air flowing back into the side port occurred. During the procedure, after the pulmonary vein roof was ablated, the catheter was replaced, and air withdrawal was confirmed when negative pressure was applied from the carto vizigo¿ 8.5f bi-directional guiding sheath-small (00001465). The sheath was replaced with another one (00001459) and the procedure was resumed. However, about 30 minutes later, air drawn-in was confirmed. A third sheath was used, and the procedure continued without further issue. The procedure was completed successfully. No adverse patient consequences were reported. The patient did not develop any neurological symptoms, since the procedure was completed, and no air had entered the patient¿s body. The biosense webster inc., (bwi) product analysis lab received the device for evaluation. The investigational analysis has been completed on (B)(6) 2021. Visual analysis of the returned sample revealed that no damaged observed on the vizigo sheath. The returned sample was connected to a cool flow pump and no leakage was observed. Then the functional test of the side port was performed, and no issues were observed. A device history record evaluation was performed for the finished device 00001459 number, and no internal action related to the complaint was found during the review. As part of quality process all devices are manufactured, inspected, and released to approved specifications. The instructions for use (IFU) contain the following warning: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air embolism. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2021-00265 for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small) (2) MFR # 2029046-2021-00264 for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small)

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number pc-(B)(4). Has two complaints that are related to the same incident. Manufacturer's reference number pc-(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with two carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and issues with air flowing back into the side port occurred. During the procedure, after the pulmonary vein roof was ablated, the catheter was replaced, and air withdrawal was confirmed when negative pressure was applied from the carto vizigo¿ 8.5f bi-directional guiding sheath-small (00001465). The sheath was replaced with another one (00001459) and the procedure was resumed. However, about 30 minutes later, air drawn-in was confirmed. A third sheath was used, and the procedure continued without further issue. The procedure was completed successfully. No adverse patient consequences were reported. The patient did not develop any neurological symptoms, since the procedure was completed and no air had entered the patient¿s body. Therefore, both of the sheaths (lot numbers 00001465 and 00001459) involved in this backflow issue, described as air flowing back into the side port of the vizigo sheath, have been assessed as a MDR reportable issue.